Event description:
It was reported that high impedance was observed for the patient's generator. Per chest x-ray report for patient, the vagal nerve stimulator is overlying the left chest. No other relevant information was provided. No known surgical interventions have occurred to date to replace the lead.

Event description:
Patient underwent generator replacement and the high impedance resolved. The lead was not replaced. The explanted generator has not been received to date. The surgeon reported that the lead pin insertion was not loose or incomplete. The lead was assessed partially during surgery and no fractures were visualized.